Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was scheduled to have the pump replaced and do a catheter revision on (B)(6) 2018, but was unable to find a healthcare professional (hcp). The pump needed to be replaced due to normal battery depletion; it would run out on (B)(6) 2018. The catheter needed to be revised and moved to a different spot, because "about a year ago" one hcp gave her a second opinion, and speculated that maybe the catheter was not in the right spot for her bladder condition. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted that the patient was with her previous healthcare provider until he closed down, and was having her refills managed by another facility, which was not a fun time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via manufacturer representative. It was reported that they were doing a catheter revision the day of this report to try to pull the catheter down. The pump was implanted for bladder pain and the patient wasn't getting effective relief. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: neu_unknown_cath, product type: catheter.

Event description:
Information was received from a consumer on 2017-jun-15 regarding a patient receiving hydromorphone (dose and concentration unknown) via an implanted infusion pump. The indications for use included non-malignant pain and chronic low back pain. It was reported that in 2017 the patient went to a new healthcare provider, and "thought the placement was all wrong for my condition." No patient symptoms were reported, and the patient was to follow-up with a healthcare provider do discuss catheter placement. No further complications were reported or anticipated.